Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet kept shutting off. A field service engineer (fse) tested all station doors and drawers by opening and closing them through the tester, and none of the doors caused the station to power off. Legacy half height drawers were tested and inventoried, and the user verified the cubie pockets and their positions without any shutdowns occurring. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the screen would turn black when trying to issue medication. The customer reported that the cabinet appeared to be rebooting repeatedly. They stated that they were able to reach the point where the drawer would open, but the screen went dark and the cubie did not open. The customer unplugged the unit for a few minutes and then plugged it back in. The cabinet turned on briefly and then shut off again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.